Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance in an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h4, h6 and h11. H4: the device was manufactured between 25mar2023 and 27mar2023. H11: twelve (12) devices were received for evaluation. During visual inspection particulate matter was observed in all twelve bags. The reported condition was verified. The cause of the condition could not be determined; however, the issue was likely due to contamination inherent in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.